Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and placed back into svc.